Event description:
The customer's mother stated that the customer was experiencing high blood glucose levels. The reported blood glucose reading was 268 mg/dl. Troubleshooting was performed and found that the customer's mother may not have been practicing the proper procedure to deliver boluses. The prime test passed. However, the high pressure test failed. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.